Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was highly possible that events 1 and 2 would occur due to damage to the charged coupled device unit. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device did not display 3d images on the screen. The issue occurred during preparation for use for an unspecified procedure and was completed using a similar device. There were no reports of patient harm.